Event description:
Hcp stated pt was having stroke-like symptoms and reported the catheter was within the spinal cord. The pt had "right arm and leg weakness and numbness". The catheter and pump were immediately explanted. The pt was put on IV steroids for spinal cord trauma. The pt still has "profound right arm weakness and moderate leg weakness". The pt is going to inpatient rehabilitation.